Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a scheduled subclavian stent placement using a flexor shuttle select guiding sheath, the sheath leaked around the hub throughout the procedure. It was also reported that the device was not removed, the physician worked through it. The patient was unharmed. On (B)(6) 2017, additional information was received from the district manager who stated the sheath was inserted with ultrasound guidance and micropuncture assistance to the right femoral artery (rfa). During the procedure, the doctor noticed that the hub was consistently leaking a blood tinged liquid. It was also reported that it was a relatively short procedure.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, functional test, quality control and visual inspection of the returned device was conducted during the investigation. One used flexor shuttle select guiding sheath was returned for investigation. Inspection of the device noted that no visible damage was present. Leakage was noted at the hub/shaft interface. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not manufactured according to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should also be noted that there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: precautions: this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed." "The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." IFU: the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline." "Insert the dilator completely into the introducer and, for introducers with tuohy-borst valves, tighten the tuohy-borst valve around the dilator. Based on the available information and the results of the investigation a definitive root cause could not conclusively be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.